Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 125-135mg/dl fasting. Verified the strips expire 02/26/2018. Customer confirms the strips are properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test 288mg/dl and 283mg/dl fasting. Reviewed meter memory 1: 257mg/dl (B)(6) 2015 08:05:00 am fasting:yes; 2: 179mg/dl (B)(6) 2015 07:48:00 am fasting:yes; 3: 220mg/dl (B)(6) 2015 08:25:00 am fasting:yes; 4: 260mg/dl (B)(6) 2015 09:45:00 am fasting:yes; 5: 327mg/dl (B)(6) 2015 08:15:00 am fasting:yes; customers concern: 327mg/dl. Customer read 344mg/dl and 321mg/dl back to back. No adverse event reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 125-135mg/dl fasting. Verified the strips expire 02/26/2018. Customer confirms the strips are properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test 288mg/dl and 283mg/dl fasting. Reviewed meter memory: 1: 257mg/dl (B)(6) 2015 08:05:00 am fasting:yes. 2: 179mg/dl (B)(6) 2015 07:48:00 am fasting:yes. 3: 220mg/dl (B)(6) 2015 08:25:00 am fasting:yes. 4: 260mg/dl (B)(6) 2015 09:45:00 am fasting:yes. 5: 327mg/dl (B)(6) 2015 08:15:00 am fasting:yes. Customers concern: 327mg/dl. Customer read 344mg/dl and 321mg/dl back to back. No adverse event reported.